Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted but will not be returned as the device was disposed. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.